Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report: 3006705815-2020-01124. 3006705815-2020-01125. It was reported patient experienced tenderness and drainage from an unknown site. Cultures showed germs present in (B)(6). Patient underwent surgical intervention where the entire scs system was explanted. Patient was discharged home with antibiotic therapy. There was no neurological deficit reported.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that there was epidural abscess .